Manufacturer narrative:
Analysis found that a partial connector portion of the lead was returned in one piece measuring 8.7 cm. Analysis was normal. Further analysis of the lead revealed additional findings. A full breach outer insulation degradation was found at 3.9 cm from the connector pin.

Event description:
Related manufacturer report number: 2017865-2019-16850. Related manufacturer report number: 2017865-2019-16852. It was reported the patient expired on (B)(6) 2018 there is no known allegation from a health professional that suggests the death was related to the device. The cause of death was unknown.